Event description:
It was reported that the 9800 system had a touchscreen error message during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended, and put back into service.